Manufacturer narrative:
The display nor its front cover were returned to the manufacturer. However based on photographs and other information from the customer and in-house testing it was concluded that the metal strips that are applied (glued) to the display for fixation of the cover, were clearly re-used. As a result the strips are not flat but bended, resulting in a decreased contact surface with the front cover. It is obviously not the intention to re-use the fixation strips but this was not specifically indicated in the installation instructions. A specific warning will be added in the installation instructions.

Event description:
During usage of the system, the front cover detached from the display and hit the patient on the cheek. A moderate injury was reported.